Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse replaced the lower display bezel, ECG cable lead, ECG trunk cable, bp transducer adapter cable, IV pole, and screws six (6) screws. The fse completed the pm and performed all calibration, functional and safety checks to meet factory specifications. Th eunit passed all calibration, functional and safety test per factory specifications. The iabp unit was then returned to good stocks and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(4).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the lower bezel around the touch panel of the cardiosave intra-aortic balloon pump (iabp) was found to be fractured at the hinge assembly, and the iabp unit was missing some accessories. There was no patient involvement and no adverse event was reported.